Event description:
Complainant alleged that during incoming inspection, the device's pacer output was out of spec. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.